Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had multiple driveline fault alarms resulting in four system controller exchanges. Review of log files and x-rays did not indicate significant evidence of driveline damage. The vad coordinator reported concern of pump stoppage although log file review indicated no pump stops had occurred. The patient remained asymptomatic. An external percutaneous lead replacement was performed on (B)(6) 2015, however; another driveline fault alarm occurred later that day. An internal percutaneous lead issue was suspected. The driveline fault alarm was cleared and the patient was sent home. The patient¿s entire log file history shows the patient has been supported as expected since implant with no speed drops below the low speed limit or pump stops. It was reported that the patient has had no side effects from any of the driveline fault events. No further intervention is planned and the patient will continue to be monitored.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device as the patient remains on going with the implanted device. Although the reported alarms were confirmed via the system controller log files, the cause of the alarms could not be conclusively determined. A section of the driveline approximately 13" long was returned for evaluation and appeared unremarkable. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any evidence of damage or wear. The drive was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. An x-ray of the internal portion of the driveline was submitted for review but appeared inconclusive for potential wire damage. The reported driveline fault alarms continued to occur following the distal end replacement. The patient remained ongoing until being explanted for recovery on (B)(6) 2015. The center stated the pump would not be returned for evaluation. The cause of the reported alarms could not be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was provided on 08/04/2015 indicating that a percutaneous lead (lead) evaluation was performed and failed, indicating that there is was an issue with phase 1 of the lead. Patient and physician to discuss further plans. On (B)(6) 2015 the vad team began weaning the pump speed down to approximately 6000 rpm. If the process was successful, the pump would be explanted. If they are not successful, the pump will be replaced. It was also noted that if the other wiring should fracture before the lowered speed of 6000 rpms is met, the patient would be emergently admitted to have a pump exchange. On (B)(6) 2015, the patient was explanted. The pump will not be returning for investigation.

Manufacturer narrative:
Approximate age of device: 1 year. The replaced portion of the repaired percutaneous lead was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device. A supplemental report will be submitted when the manufacturer's investigation is completed.